Manufacturer narrative:
Titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated that the patient had difficulties with the pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the pump was explanted and replaced due to the patient having difficulties with the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the pump was explanted and replaced due to the patient having difficulties with the pump.